Manufacturer narrative:
(B)(4). Date sent: 6/3/2021. H6: no device problem found (c19). Additional information was requested, and the following was obtained: did the explant actually take place on (B)(6) 2021? Yes. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. It could not be determined what may have cause the reported event.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the event description it states the device was being removed due to other contributing factors. What are the other contributing factors? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and chest pain? Besides the reported dysphagia and chest pain, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Did the explant actually take place (B)(6) 2021?

Event description:
It was reported that a linx device was being explanted today (B)(6) 2021 by a non-linx thoracic surgeon. Explant surgeon was not the implant surgeon. Original implant date was (B)(6) 2018 . Device is being removed due to severe dysphasia, chest pains and other contributing factors which lead the patient and the surgeon to decide to explant the device.